Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right brachial vein was cannulated. There were no difficulties with the cannulation or passing of the guide wire. When inserting the sheath introducer, it started to bend slightly and then split in the center of the outer sheath. The sheath introducer was removed. As a result, a PICC seldinger conversion set was opened for a new sheath to successfully complete the procedure. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath / dilator assembly. The sheath was kinked and had a 9 mm split along the score line on one side and in the middle of the body. On that same side, just below the tabs another kink was observe with no splitting. The kink appeared to contribute to and/or cause the split. Both ends of the sheath body were intact. The dilator was bent in the location of the split when inserted further indicating that the assembly was bent during insertion, contributing to the split. No other defects or damage was observed. The devices were within dimensional specifications and a review of manufacturing records did not yield any relevant findings. The provided instructions stat to enlarge the puncture site with a scalpel, prior to inserting. It is not known if a skin nick was performed. Based on the condition of the sample and the information provided, operational context appears to have caused or contributed to this event. No further action will be taken.